Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited a drop in longevity because the programmer overestimated the battery longevity. Upon review, battery estimates appeared normal after the drop. Physician believes that the battery is depleting prematurely. The device was explanted and replaced on (B)(6) 2017. Procedure concluded well and patient was fine before, during, and after the procedure.